Event description:
It was reported that the foley catheter had natural removal. It fell out the next day in the intensive care unit and there was no damage to the balloon section. Per notification from investigator on 25feb2026, it was reported that the visual inspection noted the catheter balloon had mushroomed was found during sample evaluation on 05feb2026.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the four photo samples noted one opened (without original packaging) used silicone foley catheter. Visual inspection of the first photo sample shows the biohazard plastic bag with number (B)(4) written over it. The second photo sample shows an overview of the silicone foley catheter. The third photo shows an enlarged image of the catheter balloon with mushrooming present. The fourth photo shows the inflation valve/cap with material number 119314 and manufacturing lot number ngkq3996. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter. Visual inspection noted the catheter balloon had mushroomed (B)(4). During testing, the catheter balloon inflated using in-house luer lock syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty and no leakage was present. The balloon deflated 10ml methylene blue solution within 01min06sec. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6) hospital UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had natural removal. It fell out the next day in the intensive care unit and there was no damage to the balloon section.